Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side "rupture, "concern with the product", and "seroma around their lymph nodes which was causing major swelling of the breast." Patient also reported "rheumatoid- arthritis", "fatigue", and "fibromyalgia"; these are not device related. Manufacturer of device is unknown. Device remains implanted.